Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. E1: email unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the zimmer abutment screw fractured inside of a bio horizon implant. Clinician did not know the item or lot number of the abutment only that the lab told them they used zimmer products in a bio horizon implant. No replacement screw requested .no tools provided as implant is not an zimvie product.